Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm harmonic ace instrument tip was broken. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and found to have a bent clamp arm at the distal end. The clamp arm was bent outward causing it to be loose where it hinges onto the inner tube. There were no pieces found missing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The batch sequence number is 0064.

Event description:
Refer to h11 for follow-up information.